Event description:
It was reported that the user accidentally entered a second meal announcement on the ilet, first announcing at one time and then again 45 minutes after, and requested guidance on what to do. Real-time continuous glucose monitor (cgm) values ranged from 73 to 84 mg/dl during the call, and no capillary meter was available to confirm values. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue characterized as an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.